Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the universal surgical manipulator (usm) 3 had a recoverable error forcing the site to disable the usm to continue. The customer was able to complete the case as a 3 arm configuration. The technical support engineer (tse) viewed the logs and found error 1162 on usm 3 is pointing to a cannula sensor fault and walked the caller through a hard power cycle on the patient cart with no change. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the reported issues. The system was tested and verified as ready for use. Isi did receive the da vinci products involved with this complaint to perform failure analysis (fa). The usm was analyzed and the reported failure was confirmed via the site's logs and replicated in-house. The unit was tested on an in-house system and failed in normal mode as error 1162 was triggered. The unit went through testing on a patient side cart (psc) fixture test platform (pftp), and it failed the check cannula test. The cannula was opened, and fluid intrusion was found.